Event description:
Customer reported that a malfunction occurred on the pump, identified by code malf 6. There was no adverse impact to the customer's blood glucose level. Customer received pump reset information from technical support and was assisted in resetting the pump, after which the malfunction did not recur. Customer was informed to continue using the pump and instructed to call back if the malfunction happens again.